Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced vision side cart (vsc) common compute controller (ccc), video image processing (vip) and teal fiber cable connection between the ccc and vip, but error 319 on the vip node still appeared. The fse installed a new vip and teal fiber cable, cleaned all ports and connections multiple times, but the errors (319 and 31307) persisted. The fse replaced the vip again, and the issue was resolved. The system was tested and verified as ready for use. The fiber cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi did receive da vinci products involved with this complaint (vsc ccc and vsc vips); however, failure analysis has not been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, a customer called intuitive surgical, inc. (Isi) technical support engineer (tse) to report a non-recoverable 319 error. The customer power cycled the system a few times, but the issue was not resolved. The tse confirmed error 319 in the logs. The tse had the customer perform a hard power cycle on the tower, but error 32127 - aurora communication errors showed up and then the 319 error. The customer used another da vinci system to continue with the procedure. There was no reported injury. Isi followed up with the nurse and obtained the following additional information: there was no report of patient injury.